Event description:
It was reported that the customer experienced blood glucose levels as high as 32.8 mmol/l, causing her to be hospitalized. Prior to the event, the customer treated her blood glucose with 10.0 and 5.0 unit injections after being woken up by people knocking on her door. The customer felt that she would have gone into a coma if people would not have knocked on her door. After medical treatment, her blood glucose reading was 8 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see also MFR report number 3004209178-2012-84425.